Manufacturer narrative:
The patient was implanted with the light adjustable lens (lal, sn (B)(6), +20.5d) in their right eye on (B)(6) 2023. On (B)(6) 2023, after patient completed all light treatment, their uncorrected distance visual acuity (ucdva) was 20/30, manifest refraction (mr) was -0.75 +0.50 x100, and best-corrected distance visual acuity (bcdva) was 20/25. The patient subsequently had a yag capsulotomy on (B)(6) 2023 and a photorefractive keratectomy (prk) on (B)(6) 2023. However, the yag and prk did not resolve the patient's residual refractive error. On (B)(6) 2024, one year after all light treatments were completed, the patient's ucdva was 20/30-2, mr was -1.00 +0.75 x145, and bcdva was 20/30-2. On (B)(6) 2024, the patient completed an lal exchange and an anterior vitrectomy. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +20.5d) was explanted from the right eye due to residual refractive error and a new lal (sn (B)(6), +21.0d) implanted as a replacement. Rxsight's first awareness of this event was on 03/28/2024.